Manufacturer narrative:
The reported events of fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported xen®45 gel stent implanted 2 years ago in unknown eye experienced "bleb fibrosed and therefore the iop increased." Surgery was performed to insert a 2nd xen®45 gel stent. Event has been resolved.